Manufacturer narrative:
The insulin pump passed the displacement test, self-test, off no power test, unexpected restart error test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. The device was unable to perform the occlusion test, priming test and excessive no delivery test due to moisture damage on the force sensor resistor. All operating currents were within specifications. There was no moisture damage on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked case and missing end cap sticker.

Event description:
Customer reported via phone call moisture damage and cosmetic damage on the insulin pump. Customer's blood glucose level was 162 mg/dl. Troubleshooting for moisture damage was performed. Customer advised the device was wet and immediately steamed up the display screen. Customer advised the device was cracked. Customer advised they were in a swimming pool and water was splashed onto the device. Customer advised the cosmetic damage occurred due to being dropped multiple times. Customer advised the top right corner of the insulin pump was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.